Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red broken skin/bruise. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed antibiotic capsule and cream/ointment due to the skin irritation. The outcome of the skin irritation is unknown.